Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report delayed stat high-sensitivity troponin I (tnih) patient results due to the system being stuck in processing state on an atellica ci 1900 analyzer. Siemens assisted the customer in troubleshooting. The behavior was resolved by performing a system shutdown. Siemens is evaluating the event.

Event description:
The customer reported delayed stat high-sensitivity troponin I (tnih) patient results on two patient samples due to the system being stuck in processing state on an atellica ci analyzer. Other samples were tested and were completed without errors. However, two samples and the quality controls (qcs) were delayed. The customer has a backup instrument. No discordant results were generated due to the event. There are no known reports of patient intervention or adverse health consequences due to the event.